Manufacturer narrative:
The company device and the lens were not returned. A small dark fiber was returned adhered inside a clear bandage. The fiber has been marked with a circle. The sample was sent to the ftw particle lab for identification testing. The black fiber was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the black fiber's generated ir spectra to a library of spectra finds the closet match to be cotton. All product and batch history records are quality reviewed prior to product release. Only a small dark fiber was returned adhered inside a clear bandage. The root cause for the bier in the eye could not be determined. The returned fiber was analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). The closest match identified the fiber as cotton. Cotton is a common used material found in a many environments. Origin of the fiber is unknown. All lenses are 100% inspected for cosmetic attributes and the fiber would not have met alcon¿s release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the surgeon noticed a fiber on the implanted lens from a preloaded device. The fiber was removed during the initial procedure and the lens remains implanted. There was no patient impact. This is one (1) of three (3) reports for this entity. Additional information has been requested.